Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on along with concurrent tvh/bso, vaginal vault suspension, placement of mesh, cystoscopy due to sui, pop and rectocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, dyspareunia and vaginal scarring. It was reported that on (B)(6) 2012 the patient underwent cystoscopy and examination under anesthesia for pelvic pain. It was reported that there were no signs of mesh erosion and that the mesh in the posterior repair was bunched in the midline rather than being spread out. It was reported that on (B)(6) 2012 the patient underwent a colonoscopy for ongoing symptoms of constipation, bloating and indigestion. It was reported that because of the findings of digital abnormality of the anterior rectal wall corresponding with mesh, on (B)(6) 2013 the patient underwent excision of the vaginal mesh, extensive perirectal dissection transvaginally and proctoplasty; the rectocele repair was done and mesh was implanted. It was reported that during this surgery the patient underwent a proximal diversion with loop ileostomy . A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.